Event description:
During a ptca treatment procedure inflation difficulties were encountered. The maverick otw balloon would not inflate at the lesion site. The lesion being treated was a very calcified lesion in a left circumflex coronary artery. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.